Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. Visual examination revealed complete separation of the inflation balloon from the crimp balloon proximal to the bond due to the crimp balloon material failure. No other abnormalities were observed. No functional testing was performed due to the condition of the returned devices (material separation on the crimp balloon). The dimensional inspection of the crimp balloon revealed that the wall thickness was within specification, and the bond in this location remained intact. During manufacturing, the balloons undergo multiple 100% inspections and verifications. These inspections performed support that is unlikely that a manufacturing non-conformance was the source of the complaint. Balloon burst pressure testing and inflation balloon to crimp balloon bond strength testing are performed on finished devices under a sampling basis during product verification testing on all work orders. The complaint was confirmed for torn balloon, but due to the condition of the returned sample, it cannot be determined if a manufacturing nonconformance contributed to the complaint event. Per the complaint description, the torn balloon was noted after the valve was deployed. The device inflated successfully to fully deploy the valve without any issue. Therefore, it is likely that the separation occurred during delivery system withdrawal attempts from the damaged sheath. While a definitive root cause was unable to be determined, available information supports that procedural factors (delivery system withdrawal through damaged sheath) contributed to the reported complaint. No labeling or IFU inadequacies have been identified. Due to the high criticality level for this failure mode, a risk assessment was performed and potential actions are being considered.

Manufacturer narrative:
Investigation is ongoing.

Event description:
During a transfemoral procedure, the delivery balloon separated from the catheter lumen. Resistance was encountered during removal of the delivery system post valve deployment. The delivery system was removed as a unit and there was no harm to the patient.